Manufacturer narrative:
An inoperable pulse generator was reported to abbott. The system was set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. The system was not recovered through abbott intervention. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis. Actions have been taken to prevent reoccurrence.

Event description:
It was reported the patient was unable to connect with the implantable pulse generator and the patient controller. Reportedly, the patient underwent a surgical procedure in (B)(6) 2021 and has been unable to connect to the generator since. The manufacturer representative met with the patient and made several attempts to recover the connection, but was unsuccessful. Surgical intervention may be necessary to address the issue.